Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source exhibited error codes e216 and b30 ¿ scope communication error. The event occurred during a diagnostic egd (esophagogastroduodenoscopy) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d8 (must be blank), d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.